Event description:
3 event description cpi received information that this implantable pulse generator (ipg), implanted for 12.2 months, was removed because it exhibited premature battery depletion and a loss of output.